Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. Based upon the initial description of the event, the event was not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on further examination of the event description, applied medical determined that this event is reportable.

Event description:
Procedure performed: ni event description: event date is unknown. Ai translation: could you please send us a generator that is ready for use asap for tomorrow? We have a generator that is not working, and today we had to use the second one on site, but according to the operating room, it is not working properly. Tomorrow we need generators for several operations at the same time. [Original french text] additional information received from an applied medical representative via email on 17jun25: there was no error message on the screen, end-of-activation sound and "ready" message on the generator even though the tissues had not fused at all. Serial number was confirmed [number]. At the beginning of the intervention, fusion was weak. Then there was no more fusion at all, even if no error message on the generator. Switching off the generator changed nothing. They tried to connect the clamp to another led generator and it fused, but only slightly. Tm was present with the healthcare user and it was stated by another surgeon he had the same problem last week with another eb215 handpiece [discarded], finding the fusion unsatisfactory but had not reported it. Type of intervention: ni patient status: no patient injury or illness was reported.